Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (B)(4) alleging that their onetouch verioflex meter was displaying an error 4 message. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on (B)(4). The patient manages their diabetes with self-adjusted insulin. The patient reported developing symptoms of ¿headaches, dry mouth, excessive thirst and tired¿ 30 minutes after the alleged issue began. The patient reported increasing their dose of rapid insulin to 6 units and drinking more liquids. The patient denied testing on any other device. At the time of troubleshooting the cca noted that the patient did not always cleanse their hands before testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event after the alleged issue began.